Event description:
While using a cavitron select sps g124, they allege that they have low water flow and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
09/22/25 evaluation tech: mtk. W4d water sol,iso valve build up/debris. Debris buildup in the water solenoid. Poor water pressure regulation from the solenoid. Debris buildup in the water filter. Debris buildup in the handpiece cable. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. *loaner fee has been included in the estimate. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.